Event description:
It was reported that a user experienced recurrent low glucose last recorded at 39 mg/dl while using ilet with a connected dexcom g7 sensor and was advised by her endocrinologist to perform a factory reset due to concerns of excessive insulin delivery. A customer care agent guided the user through the factory reset and confirmed understanding of the post-reset startup process, after which insulin delivery resumed, and a capillary glucose of 212 mg/dl was noted. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included user troubleshooting and self-management with oral glucose and continuation of therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.